Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The unspecified target lesion was located in the superficial femoral artery. A 8.0 mm x 40 mm x 135 cm fg sterling mr balloon catheter was used to treat the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The balloon was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).